Event description:
It was reported the patient received inappropriate shocks from lead fracture. Oversensing, which led to both inappropriate shocks and pacing inhibition, was also noted. The lead was explanted and replaced. No further patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. The sprint fidelis lead model is included in a field advisory. Evaluation summary: proximal conductor fractured; full lead returned and analyzed.